Manufacturer narrative:
Method: received two full pumps for evaluation and investigation. The visual inspection found the bolus button was the in upward position and the orange indicator for the reservoir was in the downward position. Results: the customer complaint of the bolus button sticking down was not confirmed. Conclusions: a review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. A review of the lot history found this to be the only confirmed complaint for the bolus button sticking down reported lot.

Event description:
Drug/diluent: ropivacaine 0 2%. Fill volume: 500 ml. Flow rate: 5 ml/hr. Procedure: rotator cuff, cathplace: shoulder. Reference· 2026095-2012-00133 ((B)(4)). The bolus button will not stay down and the bolus will not fill. Basal rate is delivered. Has occurred with 2 pumps in a row. Both placed on patients. No adverse event occurred. Date of event: (B)(6) 2011.